Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the pump had flipped in the past (2015) and they moved the pump from the right side to the left side. The indication for use was spinal pain.

Event description:
It was reported that on (B)(6) 2015 it was discovered that the patient¿s pump had flipped. The pump was manually flipped back over and a dye study was performed to verify catheter patency. The results of the study were not provided. No patient symptoms were reported. The device system delivered fentanyl and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8784, serial# (B)(4), implanted:(B)(6) 2015, product type: catheter. Product ID: 8782, serial# (B)(4), implanted:(B)(6) 2015, product type: catheter. (B)(4).